Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model.

Event description:
Guidant (now boston scientific crm) received information that a device memory disk was enroute for analysis in response to a safety communication that was issued on may 12, 2006 for this device model. Upon receipt of the device's memory disk, programmed parameter settings and history of therapy for this device were used to estimate expected battery use to date and then compared to actual use. Our analysis indicates that this device was depleting prematurely and would need to be replaced earlier than estimates provided in product labeling. On may 12, 2006, guidant issued a physician communication regarding the potential for premature battery depletion in a small subset of ICD and crt-d devices. Premature depletion may result from a failure of a capacitor from a single lot. This device is included in this advisory population; however, guidant has not received the device nor confirmed the reported premature depletion is related to performance of a capacitor.

Manufacturer narrative:
This device subsequently was explanted due to battery depletion. The reporting status is changed to serious injury from malfunction due to explant with premature depletion previously suspected. This report will be updated if the device is returned for analysis or if additional information is received.